Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An iunihg certain® gold-tite® hexed screw was received and visually inspected. Upon visual inspection under magnification of the screw, noted scratches and debris consistent with use. However, the screw was not fractured as reported. The device history record (DHR) iunihg was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported that the abutment screw (iunihg) fractured. The crown and abutment had to be cut off. The implant remains intact.